Event description:
Info received indicates all of the casters continue to swivel after the brake is set, but the caster wheels do not roll.

Manufacturer narrative:
The tech replaced all of the casters to repair the bed.